Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she went to the emergency room because of high blood glucose. The blood glucose reading was 500 mg/dl during the call. The customer also stated the insulin pump alarmed no delivery. Troubleshooting was performed and the insulin pump passed the prime test. The customer did not have the tubing clamp to perform the high pressure test.